Manufacturer narrative:
The insulin pump was received with no button response due to flattened down arrow button dome switch. Inspected the lcd connector and no unlocked connector noted. Unable to verify battery out limit due to button keypad anomaly. The insulin pump had cracked case at the display window corner, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 220 mg/dl. The customer stated he was unable to program correct settings the customer stated the arrow keys on keypad is not responding. The customer reported he does construction work so if could have been bumped but he doesn't recall dropping it or anything. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.